Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is unknown. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: effects of permanent left bundle branch area pacing on qrs duration and short-term cardiac function in pacing-indicated patients with left bundle branch block. Chinese medical journal. 2021;134(9). Doi: 10.1097/cm9.0000000000001380. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding left bundle branch area pacing. The article reports one patient whose lead micro-perforated and required a lead reposition without sequela. The status/disposition of the lead appears to be still in use. No further patient complications have been reported as a result of this event.